Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet with indication of blood exposure. The returned sample was subjected to a laboratory bubble point test. A leak was detected on the cavity ID end at approximately 190 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified at the location of the leak, at 190 degrees with the dialysate ports situated at 0 degrees. The fiber fragment measured approximately 2.10 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred approximately five to ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, and was visually observed on the arterial end of the dialyzer. A ruptured fiber membrane was reportedly identified at the location of the leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient's treatment was restarted on a different machine and completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.